Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation, a patient had primary right knee replacement on (B)(6) 2013. They underwent right knee revision surgery on (B)(6) 2022, approximately 8 years 4 months after their initial implantation. The patient claims to have suffered the following injuries and complications as a result of this exactech device: severe pain, significant scarring, swelling, effusion, inflammation, knee popping/clunking, osteolysis, knee giving away, difficulty walking, antalgic gate, device loosening, and other injuries presently undiagnosed. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
H3: investigation results - the revision due to prosthesis wear reported may have been the result of malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, the extent and root cause of the reported polyethylene wear cannot be confirmed as the devices were not available for evaluation and radiographs/ photographs and operative notes were not provided.